Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and requested for magnet replacement. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer five on the auxiliary could not be recovered and failed to stay closed. A field service engineer (fse) had successfully inspected the drawer and found that the magnet was missing from the latch assembly. Fse updated the latch assembly with the new modern version and tested it in the hardware testing application, passing all tests. The system functioned as intended after the field service engineer repaired the device.